Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that there was a blockage within the pump supplies and that resistance was experienced during the fill process. Customer's blood glucose level ranged between 120-500's (mg/dl) which was addressed by administering a manual injection. Reportedly, the customer changed pump supplies to resolve issue.